Event description:
Title: xxxxx. Event desc: sixty minutes into a ninety minute hyperthermic intraperitoneal chemoperfusion (hipec) procedure, the thermochem ht 1000r device stopped functioning. The device was on loan from the company thermasolutions. The following notice was on the video screen "no video input." The video cable at the rear of the device was noticed to be defective and damaged. We called the company rep and took steps via phone instructions to bring the device back on line. The procedure was finished without further issues. Device usage problem: other.

Manufacturer narrative:
A service engineer went to the location after the case. The service engineer replaced the over temperature switch and then evaluated and adjusted voltage levels. The device was then run through an installation process to confirm the repairs corrected the issue reported by the customer. The device was operating properly.